Event description:
The customer observed 17 (B)(6) results on the prism analyzer. There was no specific data provided, however, for the month of (B)(6),they recorded 36 initial (B)(6),18 (B)(6) (1 confirmed (B)(6)). They tested a total of 14,031 donations. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Note: this report is being filed on an international product, prism hcv, list 6a52 that has a similar product distributed in the us, list 6d18.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is still in process. A follow up report will be submitted when the evaluation is complete.